Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed evidence of a short battery life and voltage drops. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact. No evidence of contamination was found inside the battery compartment. The idle and sleep current draws were not within specifications. The pump case was removed and the continuous glucose monitoring, and transceiver board was unplugged. The current draw levels then returned to within specifications. Investigation showed the continuous glucose monitoring, and transceiver board were drawing high currents. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.